Event description:
The PICC was placed in antecubital prior to giving subcutaneous heparin, the nurse asked her to lean back, upon doing so the PICC broke with little to no visible stress to the tubing.